Manufacturer narrative:
The sample was received for evaluation. During visual inspection and squeeze testing, a leak was discovered around the seam of the bottom right corner near the medication port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date between (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container leaked. This occurred before patient use. It was stated that the leak appears to be from the right corner near the port with the blue cover. There was no patient involvement. No additional information is available.